Event description:
A user facility reported a pt aspirated during positive pressure ventilation approx one year ago. About one hour into the case, a downward drift of oxygen saturation readings was noted. In recovery, the pt had a cough and wheezing. A chest x-ray found evidence of pneumonitis. The pt was placed on nebulizer treatments and supplemental oxygen for 5 days. The pt's condition has resolved completely. There is no evidence that the lma caused or contributed to this event, but the possibility of relationship cannot be ruled out.